Event description:
It was reported that the patient presented at the outpatient clinic, and it was discovered that their pacemaker exhibited overestimation of battery longevity. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of overestimation was confirmed by software analysis. Review of device diagnostics found the incorrect longevity value to be due to an error in the fuel gauge count reading on the merlin programmer, leading to an inaccurate estimate. The device is performing correctly, with no anomalies detected.